Event description:
A 3 year old crt-d was discovered to be at the elective replacement interval. The device was interrogated revealing a battery voltage of 2.62 volts and charge time of 10.31 seconds and date of last capacitor formation was 3 months ago.